Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: "the customer reported the system message displayed (pincher error. All surgical functions are disabled), this system message indicates the infusion or irrigation pincher is stuck. The customer noted there was a lack or irrigation and negative pressure with a posterior capsule (pc) tear occurring. The system was switched out and an anterior vitrectomy was performed. The case was delayed less than twenty (20) minutes. The surgeon implanted a three piece intraocular lens (iol) in the sulcus. The patient is deaf and presented with a hypermature cataract. Additional information was requested with none received to date. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus." Product evaluation: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 19, 2007. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the unit displayed an error code, experienced lack of aspiration, negative pressure and the patient experienced a posterior capsular tear. The case was completed with an alternate unit, implanting a three piece intraocular lens and performing a vitrectomy procedure. Additional information has been requested, but none received to date.